Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy, the device would not inflate. The device operator and or team did not believe that there was any interaction with instruments that could have punctured the device. A second device was used. No known adverse events were reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the extra view balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon. The reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.